Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing facial nerve stimulation, and pain with and without device. Testing was discontinued due to recipient discomfort. Revision surgery will be scheduled.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed several of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. The residual gas analysis resulted in a nitrogen level above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.